Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the deice was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria was met before this batch was released for distribution.

Event description:
It was reported that during a cholecystectomy procedure, the clip applier malfunctioned. The first clip did not come out until the second firing. The next clip would not attach to the duct. It was not reported how the procedure was completed. No patient impact reported.

Manufacturer narrative:
(B)(4).